Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that patient continued to feel tingling in his legs long after he turned off the stimulation. He also had weakness in his legs that caused his leg to give out. The patient reported he had fallen since battery replacement. Impedances were all within normal limits. The patient reported that the stimulation was controlling his pain and felt that this was something different. The healthcare provider (hcp) ordered emgs. The indication for implant was post laminectomy pain. Omitted information related to (B)(4)¿ leg tingling/ins replacement.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-03-12 reporting that the representative spoke with the patient on (B)(6) 2017 and was informed that the patient was still waiting to get electromyograms (emgs). The patient had an ultrasound but did not know the results. It was reported that the patient continued to use their stimulator.